Event description:
The initial report did not indicate that the stent had any damage, however, upon receipt of the product, the stent was found flared. Additional information was not available regarding the condition of the returned product. The initial report indicated that during an interventional procedure the cypher select did not cross the proximal left anterior descending. The lesion was angled. The physician used an ebu3.5 guiding catheter and whisper guidewire. After several attempts, the cypher select did not cross the lesion. Finally, he used a taxus stent to finish the procedure successfully. There was no patient injury and no additional information provided.

Manufacturer narrative:
The product was received, but the analysis has not been completed. Additional information will be submitted within 30 days.